Event description:
It was reported that the patient's catheter was not seen in the intrathecal space under fluoroscopy or with a magnetic resonance imaging (MRI) scan. However, a little piece of a catheter was seen connected to the pump. It was unsure if this catheter had been connected to an existing non-medtronic catheter when the medtronic pump was implanted. It was unknown if the patient was getting appropriate therapy as the patient was reported to be stable and no withdrawals were reported. However, the patient was supplemented with increased oral medication. It was later reported that the physician planned to revise the non-medtronic catheter with a medtronic catheter. It was unclear what medication this device system delivered.

Manufacturer narrative:
Product ID, 8731sc lot# serial# (B)(4), implanted: 2012 (B)(6), product type catheter. (B)(4).